Event description:
It was reported that during an idiopathic vt procedure, mapping was conducted in the right ventricle. While the catheter was in the apex the physician felt the catheter going through the cardiac muscle. A cardiac tamponade was confirmed by echo. As the patient's blood pressure decreased, cardiac drainage and medication were attempted. However, the bleeding could not be stopped. Open heart surgery had to be performed. During the surgery the bleeding from the right ventricle apex was confirmed. The patient was admitted to ccu. The event happened during mapping, not during ablation. It was stated that the patient had hypertrophic cardiomyopathy. Patient had improved since the event, prognosis was satisfactory.

Manufacturer narrative:
(B)(4).